Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the lcd board. The device was also received with cracked display window corner, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the display on the insulin pump went blank. Blood glucose value was 7.5 mmol/l. Customer stated the display was blank less than 30 seconds and was not blank currently. The customer stated that the display stayed blank after changing the battery. The insulin pump was replaced and returned for analysis.